Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation.

Event description:
A peritoneal dialysis patient reported that on (B)(6) 2014, she fell short of breath. She then did a manual drain and drained approximately 1500 ml. The patient felt sick, so she went to the hospital. At the hospital, another drain was done of 3400ml for a total of 4900ml. Her normal fill volume is 2500ml. The patient was in hospital for a couple of days and was discharged on (B)(6) 2014. The patient has been using manual treatments since then. The reported drain volume of 4900ml was 196% over the expected drain volume which resulted in a reportable device malfunction.